Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad was under responsive and there was moisture behind the display screen. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 20-sep-2018 with the following findings: moisture behind the display was confirmed on investigation. On testing, all keypad buttons were appropriately responsive. Investigation did not duplicate the alleged keypad complaint. Leak testing revealed moisture ingress into the pump due to a missing audio bolus button.